Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cable/cord/wiring of the motor device was damaged. It was noted that the motor and control was defective and too loud, the device became hot, the hose end at the sleeve was torn, and the motor had dropouts. It was further determined that the device failed pretest for hand control assessment, air pump assessment, handpiece temperature assessment, noise assessment, safety assessment, motor thermistor assessment, and loctite and cable assessments. It was noted in the service order that before use it was observed that the motor was inoperative. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.